Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ("severe pain/ pelvic pain") and colitis microscopic ("microscopic colitis") in a (B)(6) year-old female patient who had essure inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. In (B)(6) 2011, the patient had essure inserted. In (B)(6) 2017, the patient experienced colitis microscopic (seriousness criterion medically significant). On an unknown date, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), menorrhagia ("heavy menstrual bleeding / hormonal changes - heaving bleeding"), pelvic discomfort ("discomfort"), dyspareunia ("painful intercourse"), abdominal pain ("abdominal pain"), abdominal distension ("abdominal bloating"), back pain ("back pain"), abnormal weight gain ("excessive weight gain"), tooth disorder ("dental problems"), alopecia ("excessive hair loss"), rash ("excessive rashes"), furuncle ("frequent boils"), dizziness ("dizziness"), fatigue ("chronic fatigue"), arthralgia ("joint pain"), vaginal haemorrhage ("abnormal bleeding (vaginal"), urinary tract infection ("infection (bladder/ urinary tract/vaginal) - urinary tract"), pruritus ("rashes or skin conditions - itching"), dysmenorrhoea ("dysmenorrhea (cramping)"), meniscus injury ("surgery (other) - meniscus tear") and irritable bowel syndrome ("ibs") with diarrhoea. The patient was treated with surgery (supracervical hysterectomy (uterus only)). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, menorrhagia, pelvic discomfort, dyspareunia, abdominal pain, abdominal distension, back pain, abnormal weight gain, tooth disorder, alopecia, rash, furuncle, dizziness, fatigue and arthralgia had not resolved and the colitis microscopic, vaginal haemorrhage, urinary tract infection, pruritus, dysmenorrhoea, meniscus injury and irritable bowel syndrome outcome was unknown. The reporter considered abdominal distension, abdominal pain, abnormal weight gain, alopecia, arthralgia, back pain, colitis microscopic, dizziness, dysmenorrhoea, dyspareunia, fatigue, furuncle, irritable bowel syndrome, meniscus injury, menorrhagia, pelvic discomfort, pelvic pain, pruritus, rash, tooth disorder, urinary tract infection and vaginal haemorrhage to be related to essure. The reporter commented: she sought treatment for her symptoms but was unable to resolve it. Discrepancy noted in insertion date- (B)(6) 2012. Current weight (B)(6) lbs. Approximate weight at the time of essure placement 105 lbs. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 26.6 kg/sqm. Hysterosalpingogram - on an unknown date: results: full occlusion of both tubes. Most recent follow-up information incorporated above includes: on 27-feb-2019: new pfs received- new events added: abnormal bleeding (vaginal), infection (bladder/ urinary tract/vaginal) - urinary tract; itching; dysmenorrhea (cramping); surgery (other) - meniscus tear; gastrointestinal or digestive system condition - ibs with diarrhea were added. Product indication was updated. New reports were added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.